Event description:
The advocate stated that she performed a control test and received a result of 17 mg/dl. The normal control range for the test strips was 97-134 mg/dl. No adverse events were alleged. The advocate was unable to locate the control solution used at the time of the call. A new bottle of control was sent to the customer for further troubleshooting. No product will be returned at this time.